Manufacturer narrative:
This is a supplemental report to provide additional information. Olympus service operation repair center (sorc) checked the subject device and found that the reported phenomenon could not be duplicated. The subject device was manufactured in 2004, and the manufacturing record could not be reviewed because it was manufactured more than 15 years ago. It was found that both the cable and the imaging unit were replaced in the last repair (october, 2020). The exact cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The subject device was returned to olympus service operation repair center (sorc). Sorc checked the subject device and found that the reported phenomenon could not be duplicated. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the customer that there was an image defect. The user changed to another device and the issue was resolved. There was no report of patient injury associated with the event. The event date was unknown.